Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature reading was stopped on arctic sun device. The user tried cable into both esophageal and rectal probe. Also the nurse was is in the process of changing the device.

Event description:
It was reported that the temperature reading was stopped on arctic sun device. The user tried cable into both esophageal and rectal probe. Also the nurse was is in the process of changing the device. Per follow up via 18jun2021, nurse stated a bad cord was found during therapy. Per follow up via phone on 21jun2021, biomed stated that the thermostat cord needs replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported issue is a defective temperature cable. The user tried cable into both esophageal and rectal probe. The nurse was is in the process of changing devices. Per follow up, nurse stated a bad cord was found during therapy. Per follow up, biomed stated that the thermostat cord needs replacement. Biomed states he is waiting on the part to become available and was told it is unavailable by customer service. Biomed states once parts are able to be ordered, the unit will be repaired on site. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device failed to meet specifications and the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic sun temperature cable ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature reading was stopped on arctic sun device. The user tried cable into both esophageal and rectal probe. Also the nurse was is in the process of changing the device. Per follow up via (B)(6)2021, nurse stated a bad cord was found during therapy. Per follow up via phone on (B)(6)2021, biomed stated that the thermostat cord need to be replaced.